Event description:
Crrt [continuous renal replacement therapy] st150 filter experienced two events where patient blood back flowed outside of blood lines. First event was blood back flowed into effluent fluid bag. Second event was blood backed into heparin syringe place holder (ns [normal saline] in use as heparin place holder) with immediate filter clot.